Event description:
It was reported that the shaft of the device cracked.

Event description:
It was reported that the shaft of the device cracked.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the device it was confirmed, the insulation is compromised. A visible tear of the insulation was seen near the distal end of the shaft. An insulation integrity test was conducted and the device failed. The probable root cause could be user mishandling and or wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.